Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error about twenty times. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 558 mg/dl at the time of the incident. The customer stated that the drive support cap appeared normal. The customer stated that the insulin pump was possibly exposed to high magnetic field through magnetic resonance imaging. The customer was able to complete pump rewind, however, the alarm history contained more than one motor error alarm within the last 30 days. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer declined troubleshooting for the high blood glucose reading. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed all functional testing, including idle current test, run current test, self test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test and rewind test. No motor error alarm noted. Motor passed motor test. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads and partially broken off reservoir tube lip. The reservoir tube lip was partially broken off, however, the test reservoir locked in place properly.